Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up will be submitted.

Event description:
During an evaluation of the results of a study performed by baxter on peritoneal dialysis (pd) disposable products, a tip protector of the manifold set was found to have a leak during pressure testing. There was no patient involvement, therefore no adverse event was associated with this report. No additional information is available.